Event description:
A 2 yr old female presented to the ER after falling out of the back of a van, sustaining a complex lip laceration. This required treatment and eval by plastic surgeon, with an avulsion of mucosa from upper gum that was tacked with 5.0 chromic. The child was also being evaluated by dental. The child had been placed in a papoose, while sutureing, the staff and dr noted that it was becoming quite hot, lamp was turned off and a new lamp brought in. The shield cover for this lamp was noted to have been cracked and was not in place at the time of the use of the lamp. After the procedure was completed, the pt was noted to have an approx 6 inch, 2nd degree burn to the chest, this area had been covered by the papoose. This area was cleansed with normal saline and neosporine applied. The child was admitted overnight and discharged the following day with orders for neosporin tid, with moist saline gauze.